Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intraperitoneal onlay mesh procedure, the product did not fit through the trocar (due to the de formation at the tip) it did not trigger. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.